Event description:
The customer reported that she experienced bg's that "were high and she did not know why"; her levels ranged from 264-340 mg/dl over a six hour period and "would not come down". As a result, she went to the hospital and was admitted for dka. After running tests on the customer, the medical staff attributed her condition "to her pump". While in the hospital, the pod initiated an occlusion alarm. The pod was discarded at the hospital and will therefore not be returned for eval.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency.